Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, an e7 error occurred when the surgeon turned on the footswitch while the temperature setting was changed from 45 to 50 degrees. Procedure was completed with a competitor¿s device with no delay and no patient injury reported.

Manufacturer narrative:
Additional information on event.

Event description:
It was reported that during procedure, an e7 error occurred when the surgeon turned on the footswitch while the temperature setting was changed from 45 to 50 degrees. Procedure was completed with a competitor¿s device with no delay and no patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/ discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a known good q2 controller and presents an error e-7. The temperature settings on the controller was changed from 45 degrees to 50 degrees for further tests and the error e-7 was by-passed and activated in saline solution. The device performed as intended without any errors. The suction line was tested and was partially clogged by dried parts of tissue on the suction openings. A back flush thoroughly cleaned the line and the suction performed as intended; the complaint was not verified with several root causes that could have contributed to the reported error e-7 message. The rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to this kind of error include reuse of the device, disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. Additionally it is possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution